Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 11/03/2014 with the following findings: animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. During testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5. The meter history could not be downloaded for review due to moisture damage on the usb port. The meter remote did not pair successfully with a pump, and the error could not be cleared, indicating a corruption of the software or data.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter remote emitted an error 1 sub code sc-5 message. The reporter allegedly could not navigate beyond the error message screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.